Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with clinical negative urine and an hcg urine standard below the qc cutoff. All devices produced negative hcg results at the read time and met the qc specification. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
(B)(6) 2017: patient presented to facility for a routine pre-op procedure. A urine specimen was tested on the consult diagnostics hcg urine cassette and positive result was obtained. Confirmatory quant provided a negative result of <2 miu/ml. The operation was not postponed due to the false positive result. No adverse outcomes reported. Troubleshooting was performed focusing on possible causes such as deviations in storage, technique, handling and patient specimen factors as specified in the corresponding package insert, no deviations were noted.